Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 403-450 mg/dl. Customer changed supplies and delivered a bolus via the pump to address elevated levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer reported being stressed. A recommendation was made for the customer to contact healthcare provider to discuss factors that may affect bg level.